Manufacturer narrative:
Date rec¿d by MFR : 18mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit cover tray, power management board, filters and ran performance verification testing. The unit passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(6). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen was unresponsive and flickering. It was also reported that there was a battery malfunction. There was no patient involvement. Event date not specified, estimate used.